Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. Recommended programming changes were not made. Subsequently, a second transmission was received for non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.